Event description:
"Patient sustained a burn to his left superior thigh from the bovie pad. A towel clip was clamped through the cau tery cord to the patients left thigh and left a burn the size of a dime. This occurred during a coronary bypass surgery. Further information was provided by the user facility. The medwatch report incorrectly stated that the instrument is available. The device was mixed in with the other instruments after surgery and it will not be returned. In addition, this incident is not related to the function of the towel clamp and when questioned, the user facility contact was not sure why the medwatch report was sent to jarit.